Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n276198, implanted: (B)(6) 2011, product type: accessory. Product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at 1900.4 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had always had chronic swelling over the pump since implant, but it was getting worse. It was believed that it may be an allergic reaction to the mesh pouch. It was noted that the patient had the pump replaced on (B)(6) 2016. Serous fluid build up was noted in (B)(6) 2016. A small amount of baclofen (6 mcg/ml, later reported as 7 mcg/ml) was noted to be in the fluid around the pump. The fluid was yellowish in color, no infection was noted, and no white blood cells were noted. An allergy to the pump, catheter, or pouch was not confirmed. It was noted that they would consult surgery to possibly remove the pouch. It was later reported that the patient had multiple sclerosis. The patient's previous pump was replaced on (B)(6) 2016 [see manufacturer report #3004209178-2016-03736 and its supplemental reports]. The patient's skin was opened through its previous incision and the incision skin was deepened through the subcutaneous tissue until the dacron sac which contained the pump was identified. The sac was opened with a scalpel exposing the pump. The pump was mobilized within the sac and was noted to be sutured using the anchors at 3 separate are as. After dividing these sutures the pump was removed from the sac and then detached from the catheter. The catheter was then aspirated with a syringe and 1 cc of clear fluid was obtained easily. The new pump which had been filled and primed on a back table was then attached to the catheter and assurances were made that the connection was secure. The dacron sac was slit along its flank to allow the second pump to comfortably fit within its interior. The sac was then sutured at its opened end with 2-0 vicryl to protect the pump. The subcutaneous tissue was closed with 2-0 vicryl and then the skin was closed with a running subcuticular stitch of 4 monocryl. The wound was dressed with telfa and tegaderm. The patient tolerated the procedure well and was brought to the recovery room in good condition. On (B)(6) 2016, the patient arrived at the hcp for a methylprednisilone infusion (given in lieu of dexamethasone due to hypokalemia associated with dexamethasone). The patient was tolerating methylprednisilone monthly with two more pulse doses remaining. The patient had an intrathecal baclofen pump refill on (B)(6) 2016 and it was stated that she was taking 30 mg of oral baclofen at bedtime. A recent MRI was noted to have nonenhancing new lesions not seen on exam in (B)(6), punctate lesion periventricular and in the pons. Several episodes of excessive sleepiness in which the patient fell asleep and stayed asleep for 24 hours were noted. When the patient awoke, she vomited and was able to see the contents in stomach of a food eaten earlier, although some of this was "fuzzy memory". The patient's husband corroborated 24 hour periods of sleep and vomiting, but not undigested foods. It was noted that poor memory was recognized by the patient. It was further stated that the patient was associating vomiting to stopping natalizumab and also suggested that steroids were causing the vomiting. However, the episodes were occurring before and not after steroid infusions. It was also stated that the patient had a 20 pound weight loss in the past few months. It was noted that the patient's mother had come to care for her since a hospitalization in early (B)(6). They planned to travel the mother back home on (B)(6) 2016. The hcp removed 13 ml of baclofen from the pump and it was discarded. Then 65 ml of clear, yellow tinged fluid was removed from the peritoneal space. Upon a neurological exam, the patient's mental status was "a o to va, (B)(6)"; fluent speech; conversant, appropriate, awake and elevated mood through the entire exam and infusion. Cognition intact to serial 7's; judgment, attention, abstraction; and the patient remembered 1 of 3 words with delay. The patient's tone noted as no increase in both upper extremities at wrist and elbow on flexion and extension; both lower extremities were heavy with increased tone. Ashworth 2 > on the left was noted. The patient's bulk was symmetric. Hypoasthesias in both lower extremities were noted without difficulty distinguishing sharp from dull. The impression was active progressive ms with greater alertness today and short term memory difficulty. Spasticity was also noted. Nausea and vomiting of unknown origin was further noted. A gastrointestinal workup for nausea in (B)(6) was performed with consensus that nausea was due to duloxetine. Duloxetine was stopped, however nausea had been reported for the past year. The plan was to continue pulse steroids for two more months, a pump refill was scheduled for (B)(6), and they were to continue decreasing opioids. The patient was again evaluated on (B)(6) 2016 for fluid around the baclofen pump the patient had been on tysabri then discontinued (was having continued lesions) and was on monthly solumedrol to prevent rebound. The patient had baclofen pump fluid withdrawn and it was noted that a pocket around the pump grew gram + staph. She had also been having episodes of hypersomnolence, sleeping for days, then waking nauseated and possibly in withdrawal. She had such an episode in another state when the hcp had called her for the results of the culture. It was advised that the patient go to the local hospital. A CT there was negative and the patient was transferred to another hospital. They treated her with levofloxacin orally and then discontinued amitryptiline, aripiprazole, diphenhydramine, duloxetine, furosemid, oxybutynin, prochlorperazine, quetiapine, spironolactone, sumatriptan, temazepam, and tolterodine - i.e. Medications likely to cause confusion and sedation. The patient had been home for several days now continuing on the reduced medication regimen and also on lower diazepam 10 three times per day and percocet twice a day. The patient was now having some trouble sleeping, but certainly was more coherent and the patient had a better appetite. The patient was tolerating this decrease of medication. Images were taken from the domes of the diaphragm to the proximal thighs, after oral and intravenous contrast in the axial projection and coronal reconstructed scans were submitted. There was no fluid in the pleural cavities and no pericardial effusion. The liver was 17 cm in craniocaudad dimension. There was no evidence of an enhancing mass in the liver parenchyma. Mild diffuse fatty infiltration of liver was present. No intrahepatic ductal dilatation was noted. The portal vein was patent. There was no ascites. The gallbladder was not visualized. Scattered calcified granulomata were seen in the liver, for example on axial image 17 series 2 in the right lobe. The spleen measured 9 cm x 3.5 cm and demonstrate scattered calcified granulomata. The adrenal glands and pancreas were unremarkable. A small hiatal hernia was present. There was thickening of the musculature/soft tissue immediately below the pump, measuring almost 2 cm in short axis dimension, extending inferiorly to axial image 78; further characterization with ultrasound examination was an option to consider, to evaluate for possible fluid collection which may be drainable. Minimal abnormality was noted subcutaneously, just superior to the pump, however there did not appear to be a drainable fluid collection at that level. There was no evidence of aneurysmal dilatation of descending aorta or common iliac arteries. Fecal impaction was present, however there was no bowel obstruction. There was no evidence of hydronephrosis on the right side. An extrarenal pelvis the left kidney was present, associated with minimal caliectasis in the left kidney, the etiology was unknown. Surgical clips were noted behind the urinary bladder. Scoliosis of the lumbar spine convex to the left was noted at l3-l4. Joint space narrowing with osteoarthritis was present at l5/s1. In order to evaluate for drainable fluid collection around the pump, a followup with an ultrasound examination was suggested. The patient was noted to have scored a 0 on motor tests of the iliopsoas, quads, hams, ant tib, and gastroc. It was noted the patient had mild ataxia. The plan was to continue off meds. At the moment, the patient had held or discontinued the meds as per hospitalization since this had been a long term goal and they had been tapering many. For pain, the patient was still on percocet twice per day and they would see if adding meditation and acupuncture helps. The patient then came in on (B)(6) 2016 to receive her intravenous solumedrol infusion. The dose of solumedrol was held due to her resolving infectious effusion around her baclofen pump. Her lower extremities were less spastic, but she felt as if they were "too loose". The new pump rate was noted to be 1698.4 mcg/day. The patient's pump site was intact with no redness, swelling, or tenderness. The patient was noted to have a resting tremor. Her voice was trembling but coherent, and was in a pleasant, stable mood. The patient was noted to be awake and alert. The patient then underwent an abdominal echogram for the recent peri-pump effusion. Fluid + staph aureus was noted. The patient was to be re-assessed for fluid or other pathology in and around the pump or catheter. A limited ultrasound of the subcutaneous region in the left lower quadrant was performed. There was artifact arising from the intrathecal pump. There was a small amount of fluid in the subcutaneous tissues immediately adjacent to the upper end of the intrathecal pump. The impression was small fluid collection measuring 5 mm in the subcutaneous tissues immediately adjacent to the subcutaneous intrathecal pump in abdominal wall of the left lower quadrant. They fluid may have been sterile or infected. A similar finding was seen on the prior CT dated (B)(6) 2016. No fluid was aspirated around the pump reservoir valve with a needle/10cc syringe. They inserted a standard pump syringe and needle into the pump reservoir and obtained intrathecal baclofen without problems. The patient once again was seen on (B)(6) 2016 and it was noted the patient had an increase in subcutaneous fluid around the lower left quadrant pump region with palpable changes to the superior pump. An abdominal CT was ordered for follow-up to determine the extent of fluid and the possible source. There was a moderate amount of beam hardening artifact around the "palm", however there was a small lentiform shaped collection of fluid just anterior to the surface of the entire pump. It measured 1.3 cm in the center. This was new from the prior study. There was additional small collection just superior to the pump with somewhat thickened wall and was difficult to evaluate if this communicated with the anterior collection due to the beam hardening artifact. There may have been a trace amount of fluid posterior to the pump as well, which measured less than 4 mm in thickness. The "wires" extending posteriorly had no associated fluid collection. There were surgical sutures in the mid lower abdomen what appeared to be small bowel. There was moderate constipation. Very minimal hydronephrosis from the prior study was not clearly seen on the current exam. The etiology of the fluid collection was uncertain, however the pump was refilled between (B)(6) and this may be secondary to the refill of the pump. A 3-4 week abdominal binder to assist with pump cavity fluid was issued. The plan was to bring the patient in 1 month or earlier if new symptoms arise and re-evaluate. The abdominal peri-pump fluid was tested and no organisms were seen. Chloride was noted to be 98.0 mmol/l (normal limits: 100-109), co2 was 32.0 mmol/l (normal limits: 21-31), and alt was 41 units/l (normal limits: 6-33). The appearance of the fluid was cloudy and the color was "blood streak". The patient again presented for a pump refill on (B)(6) 2016. An ultrasound was done to evaluate the fluid levels and it showed a slight decrease in the amount of fluid since her last CT scan. There was swelling at the pump site, but no redness, lesions, or drainage. The area was fluctuant with palpation. 40 ml of clear serous fluid was removed from the pump site. The patient tolerated the procedures well with no adverse effects. The patient reported relief after the fluid was removed from the pump site. The pump rate was increased 100 mcg because of the patient's complaints of increased spasms in the afternoon and at night. The new pump rate was 1799.9 mcg/day. An ultrasound was then performed on the patient. Anterior to the pump again demonstrated a lentiform-shaped fluid collection. On the current exam this measured 0.4 cm in ap dimension and 4.0 cm in the transverse dimension. There was no internal flow or adjacent hypervascularity. Given the differences in technique, this appeared decreased in size from the prior CT on (B)(6) 2016. The plan was noted to be to have a surgical consult to discuss dacron pouch removal. On (B)(6) 2016, it was noted that there was a concern that there could be a proximal catheter fracture and the fluid in the pocket may be cerebrospinal fluid (csf). While complaints had been negative to date with low baclofen (7 mcg/ml) in the pocket, it was discussed that they could look at the chem panel for more confirmation. It was determined that they would test peri-pump fluid for glucose and protein consistent with serum. This was noted to be scheduled for (B)(6) 2016. Additionally, the patient should have a catheter dye study to evaluate for catheter integrity. On (B)(6) 2016 the patient had noted swelling around the left lower abdominal region pump site for the past week. Some pressure discomfort and itching were associated with the swelling. No drainage or skin changes were noted. The plan for diagnostic re-assessment of fluid for chemical qualities and cx was discussed. It was noted that there was mild swelling superior to the pump surface with slight pressure discomfort on palpation. No erythema was noted. The patient's lower left abdomen was prepped with iodine and draped. Subcutaneous space superior to pump accessed with a 20g needle and syringe and 30cc of pink-tinged fluid was withdrawn from the space. Fluid was noted in 2-3 pockets around the pump surface. The fluid was sent along with serum for diagnostic testing. It was further reported that a proximal catheter tear and leak was suspected. It was noted that there was a probability of a pump revision using the same pouch as the initial. It was noted that the initial theory was a reaction to scar formation. The cause of the issue remained unclear. The patient's medical history included abnormal liver test; acquired absence of both cervix and uterus; back pain; blindness and low vision; care involving speech-language therapy; cervicalgia; chronic gastritis; unspecified constipation; cholelithiasis; chronic low back pain; chronic progressive multiple sclerosis; chronic sinusitis; contact dermatitis and other eczema; contusions; deglutition disorders; depressive disporder nos; dermatitis or eczema; frontal lobe syndrome; fecal impaction; gastrienteritis; gastritis; gastro-esophageal reflux disease with esophagitis; gingivitis; hysterectomy; ingrown toenail; unspecified joint pain; laryngopharyngeal reflux; legal blindness; loss of weight; major depressive disorder; migraine; migraine without intractable; neurogenic bladder; obstructive sleep apnea of adult; obstructive sleep apnea syndrome; optic neuritis; osteoarthritis; osteomalacia; other cerebellar ataxia; pelv perit endometriosis; paralysis; paraplegia with neurogenic bladder; rash and other nonspecific skin eruption; rectal bleeding; relapsing remitting multiple sclerosis; screen mal neopl, breast; secondary progressive multiple sclerosis; sleep apnea; spasms; stomatitis; thoracic or lumbosacral neuritis or radiculitis; urinary tract infection; uninhibited neurogenic bladder; unspecified psychosocial circumstance; and venous insufficiency. The patient's concomitant medications included acyclovir 5% ointment applied liberally to affected area five times per day for infection; albuterol 90 mcg (cfc-f) 200d oral inhaler inhaling one puff by mouth four times per day as needed for short breath; amitriptyline hcl 25 mg tab taking one tablet by mouth at bedtime; amoxicillin 875/clav k 125 mg tab taking one tablet by mouth twice per day for infection taking with food until gone; aripiprazole 20 mg tab taking on-half tablet by mouth twice per day for mood; armodafinil 250 mg tab taking one tablet by mouth every day for sleep apnea; ascorbic acid 500 mg tab taking two tablets by mouth four times per day; baclofen 10 mg tabs taking two tablets by mouth three times per day for muscle spasms; biotene mouthwash rinse by mouth twice per day as directed; calcium 500 mg/vitamin d 200 unt tab taking one tablet by mouth twice a day; cetirizine hcl 10 mg tab taking 1 tablet by mouth every day for allergies; cholecalciferol (vit d3) 1 ,000 unit tab taking one tablet by mouth every day for nutrition; diazepam 10 mg tab taking one tablet by mouth four times per day; diclofenac na 1% topical gel applying to most painful areas on the back as directed three times per day, rubbing in completely; diphenhydramine hcl 12.5 mg/5 ml elixir taking one teaspoonful by mouth twice per day as needed for allergies or sleep; docusate na 50 mg/sennosides 8.6 mg tab taking two tablets by mouth three times per day; duloxetine hcl 30 mg ec cap taking one capsule by mouth twice per day for chronic pain and mood; fluocinolone 0.01% otic oil 5 drops in the left ear twice per day; fluocinonide 0.05% cream applying sparingly to affected area twice a day to itchy red area on neck; furosemide 80 mg tab taking two tablets by mouth every morning; hydrocortisone 0.5% cream applying sparingly to affected area twice per day for inflammation/skin rash; ipratropium br 0.03% nasal spray using one spray each nostril twice per day; lactulose 10 gm/15 ml oral solution taking 45 ml by mouth twice per day; lidocaine 5% 5 in by 6 in patch applying 3 patches to the affected area every day to lower and upper back and remove the patches 12 hours later; methenamine hippurate 1 gm tab taking one tablet by mouth twice per day; mometasone furoate 50 mcg 120d nasal susp spray two sprays in each nostril every day; multivitamin cap/tab taking one tablet by mouth every day for nutrition; mupirocin 2% ointment, 22 gm applied sparingly to affected area twice per day for skin infection to prevent skin infection; omeprazole 20 mg ec cap taking two capsules by mouth twice per day for stomach; ondansetron hcl 4 mg tab taking one tablet by mouth three times per day for nausea/vomiting; oxybutynin 3% gel pump applying three pumps every day; oxycodone 5 mg/apap 325 mg (percocet) taking one tablet by mouth twice per day for pain; phosphates enema instilling 1 enema into rectum every day; poly-enema rtl cmpd; polyvinyl alc 1.4% oph solution instilling one drop in each eye twice per day; potassium bicarbonate 25 meq tab dissolving two tablets by mouth once for potassium supplement; prochlorperazine 5 mg tab taking one tablet by mouth four times per day for nausea/vomiting; quetiapine fumarate 100 mg tab taking one-half tablet by mouth twice per day for mood; ranitidine hcl 150 mg tab taking one tablet by mouth twice per day for stomach; rifaximin 200 mg tab taking one tablet by mouth twice per day for small bowel infection; a sinus rinse four times per day; sodium chloride 0.65% solution nasal spray using 2 sprays in each nostril four times per day for sinus congestion; sodium fluoride 1.1% dental cream applying a thin ribbon to toothbrush twice per day; spironolactone 25 mg tab taking one tablet by mouth every day; sumatriptan succ 6 mg/0.5 ml statdose rfl injecting one injection under the skin once if needed for migraine headaches, no more than 2 in 24 hours; temazepam 15 mg cap taking one capsule by mouth at bedtime as needed for sleep; terbinafine hcl 1% cream applying sparingly to affected area twice per day for fungal infection; tolterodine tartarate 4 mg sa cap taking one capsule by mouth every day for bladder; triamcinolone acetonide 0.1% ointment applied sparingly to affected area twice per day to neck; valacyclovir hcl 500 mg tab taking two tablets by mouth twice per day for infection; and vitamin b complex/vitamin c cap/tab taking 1 tablet by mouth every day for nutrition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-jan-18. It was reported that since the pump was implanted on 2016 (B)(6), it was "acting up" (note: this conflicts with the previous report that the pump was implanted on 2016 (B)(6)). It was noted that every time they filled the pump, they had trouble finding it because the pump moved in the pocket. It was confirmed that the patient had gained weight and lost weight since implant. It was further noted that when the patient got the pump filled, there was blood in with the medication when they would draw it out. The patient was reportedly still having spasms since implant and it was getting worse even though they had increased the drug dosing in the pump. The previously reported sickness in 2016 (B)(6) was confirmed. No further complications were reported or anticipated.